Event description:
It was reported that a patient came into the ER and it was thought that the device was being rejected. The patient had a high pulse, chest pain, chills, and was running a 99 degree temperature. The patient could not eat, was nauseous, and was having gas and stomach issues even when she didn't eat. Unable to follow-up with contact information provided, no additional information was obtained.